Event description:
A malfunction on a pump was reported by the caller. There was no adverse impact to the customer's blood glucose level. The caller had not experienced the malfunction code before, and after consulting with technical support, they were assisted in resetting the pump. The malfunction code did not recur after the reset, and the customer was advised to continue using the pump and to call back if the issue recurred. The caller acknowledged and understood the instructions.